Event description:
Pt called alleging that the test strip they were using were damaged. Pt mentioned that it seemed like on one of the test strips the white area was over the black area (which is the part where the test strip goes into the meter). The test strips have not been opened longer than the expiration date. Pt experienced symptoms while testing; however, what kind of symptoms pt experienced was not documented. Pt obtained a hi and then a 173mg/dl tests were done less than 10 minutes from one another. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter. Pt contacted md for medical advice; however, treatment was documented as "other". Customer service replaced subject test strips for pt.